Event description:
It was reported that the device was explanted after no output, no telemetry, no capture, and a pacing failure was observed during a device check. No patient complications were reported as a result of this event. The patient had an escape rate of 60 bpm.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary preliminary testing confirmed the no output, no telemetry condition. Further analysis determined it was the result of lifted hybrid bond wires. It was reported that the device was explanted after no output, no telemetry, no capture, and a pacing failure was observed during a device check. No patient complications were reported as a result of this event. The patient had an escape rate of 60 bpm. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event capture, failure to3 interrogate, difficult to output, none.